Event description:
Boston scientific received information that the patient implanted with this device presented with dizziness. Pacing inhibition was noted when the patient stood upright and when they walked. The duration of the pacing inhibition was unknown. Loss of capture was also reported. An invasive procedure was performed. This lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 20.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause of the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.